Event description:
It was reported that three attempts to perform the ventri- cular autocapture setup test were unsuccessful, each time giving a telemetry issue error. The measured battery data was 2.68 v, 9 ua, 15.1 kohms with an estimated 0.5 years re- maining. Additional testing could not be run successfully and further troubleshooting was declined because of time constraints.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.